Manufacturer narrative:
The complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
The post has worn over time since date of initial surgery. Date of planned revision (B)(6) 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation upon its completion.

Manufacturer narrative:
Examination of the submitted device confirmed polyethylene wear. The reinforcement pin was found protruding above the poly portion of the insert which is a possible contributing factor to the reported noise and anterior pain. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not draw any conclusions about the root cause of the pin movement. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).